Manufacturer narrative:
See MFR: 3012307300-2018-01243.

Event description:
It was reported that a cadd® administration set became disconnected from the pump. Patient was not "feeling good" and discovered that her tubing was disconnected and she was not getting her full dose. Patient reconnected her line and taped the ends together. Diagnosis for use of the pump is pulmonary arterial hypertension. No other adverse events reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating patient information.